Event description:
It was reported to philips that the device stopped producing x-rays and the users detected a burning smell from the cabinet. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was aborted and completed by using another system. The customer reported a burning smell coming from the certeray cabinet. An analysis of the system log file confirmed the malfunction, indicating that the x-ray tube current was out of range. The philips field service engineer (fse) inspected the system on-site and identified an electronic issue with the anode drive unit (adu) module, which caused the mains interface unit (miu) fuse to blow. The fse replaced both the adu and the miu fuse and performed calibration tube conditioning, and completed image acquisition, leading to a fully functional system. Following these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.